Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR. Report# 1627487-2017-01458, 1627487-2017-01459, 1627487-2017-01462, 1627487-2017-01463. It was reported the patient experienced discomfort (described as pulling sensation) at the ipg site while turning her head. Subsequently, surgical intervention was taken on (B)(6) 2017 wherein the leads were explanted and replaced and the ipg was repositioned. The patient received two off label supraorbital leads of model # 3169 and two off label occipital leads of model # 3166.

Manufacturer narrative:
UDI for the product was unintendedly omitted from the initial report. This report consists of missing information.

Event description:
Device 5 of 5: reference MFR. Report# 1627487-2017-01458 , reference MFR. Report# 1627487-2017-01459 , reference MFR. Report# 1627487-2017-01462 , reference MFR. Report# 1627487-2017-01463 . Additional information received identified the issue resolved following a lead and ipg replacement surgery.